Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MFR ID#: 2134265-2011-03005 it was reported that post a stenting treatment procedure, myocardial infarction occurred. The patient presented at the time of the index procedure due to chest pain with an abnormal stress test. Cardiac catheterization revealed 2 target lesions. The first was a 90% stenosed and 15mm long lesion located in the mid saphenous vein graft (svg) to the right posterior descending coronary artery (r-pda) with a reference vessel diameter of 4.0mm. This was treated with direct stent placement of a 3.5x28mm taxus liberte stent resulting in 0% residual stenosis. The second was an 80% stenosed and 15mm long lesion located in the proximal svg to the r-pda with a reference vessel diameter of 4.0mm. This was treated with direct stent placement of a 3.5x24mm taxus liberte stent resulting in 0% residual stenosis. 1 day post index procedure, the patient had elevated cardiac enzymes and was diagnosed as having a myocardial infarction (mi). There were no ischemic symptoms and no action was taken to treat the mi. It was considered resolved without residual effects and the patient was discharged the same day on aspirin and prasugrel. It is the opinion of the physician that this event is not related to the taxus liberte stents.